Event description:
It was reported that battery life of cs100 intra-aortic balloon pump (iabp) is short. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Manufacturer narrative:
Updated fields- b4, d8, g1(contact person-mfg site), g3, g6, h2, h3, h6 codes (investigation findings, conclusion, types, components), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed that the battery life was short due to long battery usage. The battery needs to be replaced and the user is quoted. The user informed that the battery has been replaced by himself.

Event description:
N/a.